Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient was prescribed amoxicillin, azithromycin, and rifampin, but the infection did not resolve. During the recipient's appointment, device extrusion was observed. The recipient was admitted to the hospital and placed on ceftriaxone, clindamycin, and hydrocortisone. On (B)(6) 2018, the recipient's device was explanted. On (B)(6) 2017, the recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's infection has resolved.

Event description:
The recipient reportedly experienced an infection. The recipient was prescribed amoxicillin, azithromycin, and rifampin, but the infection did not resolve. During the recipient's appointment, device extrusion was observed. The recipient was admitted to the hospital and placed on ceftriaxone, clindamycin, and hydrocortisone. On (B)(6) 2018, the recipient's device was explanted. On (B)(6) 2018, the recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's infection has resolved.